Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the implantable neurostimulator (ins) just wasn't working and she soaked through pads, diapers, and she just went. The doctor couldn't get stimulation in the middle of her bladder and it had not worked since implant. She had a loss of therapy and no symptom relief. The patient also had a fall on (B)(6) 2015, which could be related to the issue. She felt stimulation, but it didn't do any good. She had tried increasing stimulation, but it was not resolving the issue. No potential event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.